Event description:
Reporter stated that the inform meter and base unit's internal contacts are burned. No adverse event associated with the alleged malfunction was reported. The manufacturer requested the return of the suspect system for eval.

Manufacturer narrative:
Event occurred in another country. The inform meter was used in conjunction with an inform base unit, catalog number 03035131003. The base unit's serial number was not provided.